Event description:
The customer complained of multiple questionable results for 1 patient sample tested on a cobas 6000 c (501) module. From the data provided, a reportable malfunction was provided for ca2 calcium gen.2 (ca), chol2 cholesterol gen.2 (chol), crej2 creatinine jaffé gen.2 (crea), gluc3 glucose hk gen.3 (glu), tp2 total protein gen.2 (tp), trigl triglycerides (trig), and ise indirect na, k, ci for gen.2. This medwatch will cover the discrepant na, k, and cl results. For information on the discrepant ca, chol, crea, glu, tp, and trig please refer to the medwatch with patient identifier (B)(6). The customer also stated that an additional patient sample that was collected along with the original patient sample on (B)(6) 2018 was also tested on (B)(6) 2018. The results from both samples tested on (B)(6) 2018 were said to have matched. No further details were provided. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium, potassium, and chloride electrode lot information was requested but was not provided. The field engineering specialist was unable to find a root cause. He performed a decontamination of the system, replaced the sample probe, and adjusted the rinse levels. He checked the alignment of the probes. Precision testing was performed with acceptable results. The customer ran qc testing with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.